Event description:
It was reported that the patient exchanged their controller at home. A review of the log files showed that the driveline was disconnected at 21:38:56. The driveline was then reconnected at 21:41:16. The driveline was then disconnected a second time at 21:44:55 consistent with the system controller exchange. The reason for the system controller exchange was unknown. Related MFR # of the heartmate 3 lvas: 2916596-2022-14241.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that there was a system controller exchange; however, information on the event that caused the system controller to be exchanged was not available. The heartmate 3 system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events (06:02:04 ¿ 21:45:36 on (B)(6) 2022 and 04:15:14¿ 04:15:21 on (B)(6) 2022, per timestamps). No events were related to the system controller malfunction throughout the log file. On (B)(6) 2022, at 21:44:55, the log file captured that the driveline was disconnected, followed by the controller being shut down at 21:45:36 for controller exchange, indicating that a controller exchange occurred, confirming the reported event. Multiple good faith effort attempts were made, asking why the system controller exchange occurred, if the controller exchange resolved the issue and if it would be returning; however, no response was received. To date, the system controller is unavailable for analysis. As a result, this complaint file will be closed without further action. This investigation could not conclusively determine the exact cause of the reported event. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer. The system controller was shipped to the customer on 05aug2021. Heartmate 3 instructions for use section 2 entitled ¿replacing the current system controller¿ and heartmate 3 patient handbook section 2 entitled ¿how your pump works¿ addresses how to properly exchange system controllers and to notify the hospital. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings of atypical power cable disconnects, backup battery circuit faults, and controller backup battery use count increases were noted. No further information was provided. The manufacturer is closing the file on this event.